Event description:
Customer reported a leak in the pumping segment of the IV administration set during a chemotherapy infusion. No patient or staff harm reported and no other event details available. The IV administration set was received. A follow up report will be filed upon completion of the investigation.